Manufacturer narrative:
Continuation of medical devices: product ID 8840, product type programmer, physician. Information references the main component of the system. Other relevant device(s) are: product ID: 8840. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding a patient receiving baclofen (600 mcg/ml, 28.98 mcg/day) via an im plantable infusion pump for the treatment of non-malignant pain. It was reported that the patient had new symptom of overdose. The patient was administered narcan on (B)(6) 2018 and dye study was p erformed. The dye study showed no issue but the catheter was not reprimed after the dye study on (B)(6) 2018. It was calculated that there was still 0.025 mls to get to tip of catheter based on flow rate. No further complication was reported.

Manufacturer narrative:
Continuation of concomitant products: product ID 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.